Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece stopped working during testing on an unspecified date. There was no information provided regarding patient contact, injury or delay in surgery. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The device was found with the cable assembly cut through the wires and cooling hose. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was verified as valid. The cause was identified as a cut cable.

Event description:
N/a